Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pt received less medication than intended. At an unspecified time, line a of the device was programmed to deliver an unspecified concentration of leucovorin, at a rate of 250ml/hr, and a vtbi (volume to be infused) of 500ml. Line b was programmed in the concurrent mode, to deliver an unspecified concentration of oxaliplatin, at a rate of 250ml/hr, with a vtbi of 500ml, and deliveries were started. It was reported that 2 hrs later, the oxaliplatin delivery on line b was completed; however, approximately 100ml was remaining in the leucovorin container on line a. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The leucovorin delivery was continued on line a until it was completed. The device was not removed from clinical service following the event. Though requested, no additional info was provided.